Event description:
Xprezzon monitor went blank, lost all pt vital signs / physiological data from display. Monitor had to go through a hard reset (power off/on) in middle of open heart case. Monitor did come back up and continued to operate. MFR was notified immediately and their engineers were here on site for a week. They were able to reproduce the problem and are working on a software change to fix the problem.